Event description:
Hcp reported "rotor stalll - ? Gear 5. Did 2 pump roller studies - no movement". The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.